Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that the catheter was inserted and the access guidewire started to unravel during a procedure on a pediatric patient. No additional information available.